Manufacturer narrative:
Additional information: section; b.5. (Patient/event information clarified/detailed), d.1, d.4, d.11, & g.5. The customer's report that the set separated at the drip chamber was confirmed based on the customer provided photo. The photo showed a separation at the drip chamber and tubing components. No set sample was received for evaluation. The root cause was not identified.

Event description:
It was reported that the IV tubing set separated at the drip chamber. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional information including patient's demographics requested, but was not provided.

Event description:
It was reported that the IV tubing set separated at the drip chamber.